Event description:
It was reported that during a pfa procedure to treat afib the farawave catheter was selected for use, the guidewire got stuck in tissue entering the right inferior pulmonary vein (ripv). Catheter and wire were removed and replaced, and issue was resolved. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, it was noted that the guidewire was inserted into the catheter. However, it was observed that the guidewire was partially unraveled. An attempt was made to advance a new guidewire through the device, but the attempt was unsuccessful. The catheter was dissected to locate the source of the inability to insert a guidewire. Dissection revealed that a small part of the guidewire was still stuck in the distal end of the guidewire lumen. Additionally, some dried blood were observed on that piece of stuck guidewire. The complaint was confirmed through analysis.

Event description:
It was reported that during a pfa procedure to treat afib the farawave catheter was selected for use, the guidewire got stuck in tissue entering the right inferior pulmonary vein (ripv). Catheter and wire were removed and replaced, and issue was resolved. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.